Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose at time of incident was 8.2mmol/l. The customer was advised to remove battery out until notification light did not blink anymore, then insert battery, check date and timed. The customer was advised to rewind, placed reservoir and prime. The customer needs to receive replacement from the hospital.